Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device could not be fired properly and a clip was malformed. The event occurred at the 2nd firing of being used on the patient side, when the device was approached the left gastric artery. After that, the malformed clip was removed from the target tissue with a forceps. Finally, the same device could be fired and the operation was finished without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.